Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error code. The e-2 error occurred when the blood sample was absorbed. At the time of the call, customer reported feeling weak; medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer was using the correct test strips. The test strip lot manufacturer's expiration date is 02/24/2020 and open vial date is one week.